Event description:
It was reported a spectrum pump was displaying a door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported door not fully latched message was confirmed and reproduced while attempting to load a set. Eval found the force required to close the door was above the expected levels, and if not applied would cause the unit to alarm. The pump was reworked per baxter svc procedure to ensure optimal door performance.